Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid at 10.0 mg/mo concentration and a dose of minimum rate via an implantable pump. The indication for use was spinal pain, complex regional pain syndrome type ii, and joint pain/arthritis. It was reported the patient had a lack of efficacy beginning on (B)(6) 2017. It was noted the dose was increased and changed with no improvement. The patient had side effects as the dose was increased. The patient's system was explanted on (B)(6) 2017. It was noted the device was not going to be returned to the manufacture as it was discarded by the customer. The patient's weight was asked but unknown. The patient's status was listed as alive- no injury. Further information stated the patient had good relief at low doses but then as the patient's pain required a higher dose the side effects (nausea) outweighed the pain relief. It was noted the system explant was due to the patient uncomfortable with pump placement.